Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.

Event description:
It was reported that during implant the physician found it difficult to fixate the lead with the fixation sleeve. According to the physician the suture was as tight as possible using two of the fixation sites and it was still possible to move the lead in the sleeve. The lead was able to be fixated successfully using all three fixation sites on the sleeve and the lead remains in use. No patient complications have been reported as a result of this event.